Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a proglide device after an ablation interventional procedure using an 8.5f sheath. Femoral imaging was not performed. Reportedly, a cuff miss occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The IFU also states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.